Event description:
It was reported that during a pocket revision procedure, the right ventricular lead svc coil pin was inadvertently nicked. The scv coil was capped. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).